Manufacturer narrative:
The investigation determined the cause of the event was the cracked reagent probe tubing identified by the fse.

Manufacturer narrative:
The field service engineer (fse) found the reagent probe tubing was cracked and leaking. The fse replaced the tubing. Air purges and primes were completed. Precision testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple assays and multiple patients tested on a cobas e801 module. The customer provided discrepant results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii). The initial result was 7.77 ng/dl with a data flag. The repeat result was 1.11 ng/dl. The initial result was reported outside of the laboratory and corrected upon repeat testing. The ft4 ii reagent lot number and expiration date were not provided.